Event description:
It was reported that the patient with this pacemaker received an email stating that the right side of their implant was not working. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.